Manufacturer narrative:
H2) additional information: see b5. H3) the hand switch was returned for analysis. No failure was found with the part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the hand switch seems to be the cause for this issue but the connections on the boards were all checked and re-seated just for extra measures.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000479, serial/lot: none. A medtronic representative went to the site to perform a system check out, and they replaced the handswitch, reseated connections of the system control board, atp board, paxscan and pleora. The representative performed 10 3d spins with the hand switch, and 10 3d spins with the foot switch with no issues at all. The representative also switched back and forth between 2d and 3d for 5 more spins with no errors in the log files for 3 hours of steady spins. The system now functions as intended. The logs were also reviewed during the system checkout. The logs found that the hand switch button was released too early several times. Fdr114 is applicable to the log review in the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when going into 3d mode after taking 2d shots, the image acquisition system(ias) went into initializing. The site had to reboot the ias, and when they went to take the 3d spin, a message on the mobile viewing station(mvs) appeared that said "3d mode disabled." The radiation technician then let go of the 3d button, held it down again, and they were able to take the spin with no issues. There was no patient harm and the procedure was delayed by 10 minutes.